Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the lamp was replaced and returned as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 12, 2013. Based on qa assessment, the product met specifications at the time of release. A lamp was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was installed into a calibrated system for functional testing. The lamp was found to meet relevant specifications. The system and the retuned sample were both found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before surgery, the bulbs are burnt out on the top port. Additional information has been requested.